Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, while using this clip applier on the cystic duct/cystic artery, the clips applied were scissored. The case was carried out and finished by using a different device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.